Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the back therapy pads and electrodes of the lifevest equipment. Patient reported that they are allergic to nickel. There was no alleged device malfunction contributing to the irritation. The patient¿s dermatologist prescribed a steroid cream for the skin irritation. Follow up indicated that the skin irritation improved.